Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and the customer was having difficulties with cartridges not snapping into place. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support.